Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 24056 was returned and analyzed. Visual inspection was performed and external visual inspection of the balloon segment showed blood inside the balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 2 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice #12218 (the safety system detected a compromised outer vacuum). Pressure testing and inspection of sub-components of the balloon, handle, and shaft segment was performed. During inspection of the handle segment, blood was observed inside handle. Pressurizing of the outer balloon identified the outer balloon distal bond was leaking and detached from the shaft. In conclusion, the visible blood issue was confirmed during testing and the balloon catheter failed the returned product inspection due to an outer balloon distal bond detachment was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an ablation procedure, blood was detected in the catheter 2af283 arctic front. The system was stopped and the catheter was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.